Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient contact identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis patient reported that they observed the fluid leaking inside the cassette door area while removing the supplies after cancelling treatment due to an air detected in cassette message. The patient contact reported fluid leaking from the cassette. The cause of the leak was unknown. The technical support representative advised the patient¿s nurse to discontinue use of the cycler. Follow up with the patient¿s clinic confirmed the patient did not experience any complications as a result of the event. Additional information was solicited but unavailable.